Event description:
It was reported that prior to starting a da vinci si surgical procedure, the cables were frayed on a pk dissecting forceps instrument. There were no missing pieces or fallen pieces reported. No patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed the reported complaint. A frayed pitch cable was found at the instrument wrist. The frayed segments were in various lengths. No damage or wear marks were found at the clevis. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.